Manufacturer narrative:
The customer called siemens to inform of their protocol for falsely depressed discordant result(s). The laboratory performs repeat testing to verify result before reporting. The customer did not provide quality control (qc) data but stated that qc was within specification when performed. There are no reports of issues with other assays, qc, calibrations, or patient results. A siemens customer service engineer (cse) was dispatched to the customer site. The engineer performed a total service check of the instrument which included a check of all the instrument probes. Quality control (qc) and precision testing were performed and there were no issues. A siemens headquarter support support center (hsc) specialist reviewed the information provided by cse and determined no issues or failure(s) with the instrument. The issue is determined to be isolated to one patient sample and the cause of the discordant result is unknown.the instrument is performing within specifications. No further evaluation of device is required.

Event description:
A discordant falsely depressed thyroid stimulating hormone (tsh3-ul) patient result was obtained on an advia centaur xpt instrument. The initial result was not reported to the physician(s). The customer used the same sample to perform repeat testing on the same instrument and alternate instrument. The repeated results were higher. It is unknown if the repeated result(s) were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the tsh3-ul discordant patient result.